Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Remaining longevity decreased four years between one and a half year follow ups. A follow up was scheduled. This device remains in service. No adverse patient effects were reported.